Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was alleging a possible pump under delivery and this was because the amount of insulin reflected on the reservoir icon on the home screen of the pump did not match the amount of insulin contained in the reservoir. While the reservoir had insulin, the reservoir icon on the pump was highlighted in red, stated that the retainer ring on the insulin pump was missing and reservoir was not able to lock in place when inserted into insulin pump. The customer blood glucose level was at time of incident was 24 mmol/l at time of incident. Customer reported that they feel okay to troubleshooting. Correcting bolus treated customer for high blood glucose from the insulin pump and insulin pen. Customer stated that the reservoir icon was red and yet there was insulin in the reservoir compartment. The device will not be returned for analysis. Unomed set.